Event description:
The customer stated, she wore the insulin pump during an MRI scan and then the insulin pump alarmed motor error. The displacement test was performed and the insulin pump did not pass the test. The customer also reported, a lot blood glucose reading of 52 mg/dl due to not counting her carbohydrates correctly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.